Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 6f. Reportedly, a cuff miss occurred with the proglide device. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 21f and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.